Event description:
It was reported that the internal hex of the implant at tooth site #19 was stripped during placement. The implant was removed with difficulty due to damaged threads. The procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.